Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p(device #4) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The attorney alleges unspecified injuries and subsequent surgical intervention. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device #4). An additional emdr was submitted to represent the bard/davol composix l/p (device #2). An additional emdr was submitted to represent the bard/davol composix l/p (device #3). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #5). An additional emdr was submitted to represent the bard/davol perfix plug (device #6). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2009 (device #1), a composix l/p on (B)(6) 2010, (B)(6) 2017 and (B)(6) 2017 (devices #2,#3,#4), and two (2) perfix plug on (B)(6) 2016 (devices #5 and #6). It is alleged that the patient had unspecified injuries and subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix e/x,(device #1) three (3) composix l/p (device #2,#3,#4) and the two (2) perfix plug (device #5 and #6). As reported, the attorney alleges patient experienced emotional distress and the device was defective.